Event description:
Adverse event: stroke. Onset of adverse event: during the procedure. Device issue: none. It was reported via a trial that an rx acculink stent was implanted in the left internal carotid artery on (B) (6) 2010. During post dilatation of the stent using a viatrac balloon, the pt experienced aphasia and right hand weakness that were diagnosed as a stroke, although CT scan showed no acute cranial pathology. No treatment was provided and the pt's aphasia completely resolved; however, the pt continues to have some mild weakness and numbness in the right hand. The pt was discharged home on (B) (6) 2010. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Stroke may occur during this type of procedure and as listed in the instructions for use, stroke is a known potential adverse event associated with the use of the product. Furthermore, cerebrovascular incident is a known no-fault events as listed in the risk assessment that can be reported as occurring during or after the procedure. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.